Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-50 serial #: (B)(4). Description: infinion 1x16 perc lead kit-50 cm.

Manufacturer narrative:
Additional information was received that no further course of action will be taken. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the contacts on the patient¿s leads were showing high impedances. The patient¿s leads will be explanted.

Event description:
A report was received that the contacts on the patient¿s leads were showing high impedances. The patient¿s leads will be explanted.